Event description:
Patient underwent primary thr where a trilock stem and delta motion acetabular cup was utilized. Patient has presented with hip pain. Images attached show metallosis. On opening the hip, the taper on the stem was found to be damaged (tunionosis?). Quote on surgeons text message as I was not present ¿was the trunion. Was damaged with a well fixed stem. Disaster¿. Delta motion acetabular component and trilock stem were removed and a zimmerbiomet implant implanted. No further details are available.

Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Deltamotion has not been cleared or approved for sale in the USA by the usfda. As such, we do not have reporting responsibility for this event. At this time, a product malfunction has not been reported for the acetabular cup or femoral head.